Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer reported a blood glucose level of 159 mg/dl. A replacement pump was sent to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.